Event description:
Received a report from a consumer who indicated upon removal of a tampon some pieces of the pledget were left behind in the vagina. Consumer indicated pieces flushed on their own and medical assistance was not required.